Event description:
The report stated that during a laparoscopic duodenal jejunal bypass there was bleeding from the vessel close to the duodenal wall. The site identified the generator as the device of concern.

Manufacturer narrative:
Date of initial report: 07/08/2008. The incident occurred in 2007, and reported much later. Add'l questions in regard to the incident have been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.